Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing detached from tubing-tubing connector. The insertion site was abdomen. The infusion set was in use for overnight. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-34986), was submitted on 24-dec-2024. Upon receiving additional information, it was discovered that the complaint was confirmed as click legs deformed when connect tubing to base part, as a result this case has been reclassified from reportable malfunction code tubing detached from tubing-tubing connector to non- reportable malfunction code broken/defective click legs on tubing connector. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.